Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available that could change this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown zimmer cls spotorno hip device. It is reported by the patient's counsel that the patient rec'd an implant in (B)(6) 2008 and experienced pain. It is also reported that the patient had "debilitating lack of mobility" and "high levels of toxic and poisonous metal in his blood system". Patient is currently being monitored.